Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill notification after the fill tubing sequence. Reportedly, the customer attempted to use 3 cartridges (each with 180 units of insulin) and kept receiving the notification. The customer did not under fill the cartridge. The customer's blood glucose level was 243 mg/dl and was addressed with the pump. Reportedly, customer would continue to use the pump for insulin therapy.